Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found current level within normal range and no indication of premature depletion noted. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remain longevity.

Event description:
It was reported the patient presented with a pacemaker that exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.